Event description:
It was reported that the 2.5 x 20 mm voyager rx balloon was selected to treat a heavily tortuous, heavily calcified and diffuse lesion in the mid left circumflex (lcx). The balloon was successfully advanced to the lesion, but was difficult to inflate. When the pressure reached 10 atmospheres (atm), the balloon was still not fully inflated. More pressure was applied and the balloon subsequently ruptured at 18 atm. It was exchanged for another voyager rx and the procedure was finished successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for evaluation and the reported balloon rupture could not be confirmed; however, a tear in the inner member was identified. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the rx voyager instructions for use (IFU), in the preparation for use section, states: prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Caution: all air must be removed from the balloon and displaced with contrast medium prior to inserting into the body; otherwise, complications may occur. Additionally, the IFU also states in the warning section, the balloon pressure should not exceed the rated burst pressure (rbp). The inflation above rbp does not appear to have contributed to the leak as the balloon did not rupture. Although the preparation of the device was not performed outside of the patient prior to use, this did not contribute to the reported leak/inflation issue.

Event description:
Subsequent to the initial report filing, additional information was received stating that the device was prepped inside the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: merit. Guide cath: 6fjl4. Rhv: merit. Sheath: 6fr. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.